Manufacturer narrative:
Device evaluation: the manufacturer's international service technician was unable to confirm the reported event of no audible alarm. There was no abnormality found. Resolution and disposition: there were no parts replaced; the device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested; patient gender, age and weight were provided.

Event description:
The international customer reported that the device alarm led was lit; however there was no audible alarm. There was no patient harm.